Event description:
The customer reported being in the emergency room due to high blood glucose. The blood glucose reading was 580mg/dl, and she treated with a manual injection before her admission. The doctor determined that she gave herself too much insulin through a manual injection. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.